Event description:
Same case as MDR ID 2134265-2013-02752, 2134265-2013-02754. It was reported that during an intravascular ultrasound procedure a pullback failure occurred. While using the ilab ultrasound imaging system, the physician was unable to perform automatic pullback. Manual pullback was then performed and was successful. The procedure was completed with a different device. No patient complications reported and the patient is fine.

Manufacturer narrative:
(B)(4). Device evaluated by the manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).